Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer reported that last night she showed blood glucose below 40 mg/dl six times. Customer reported that her blood glucose was 55-70 mg/dl on her meter. Customer can only wear sensors for four days. Customer stated that the progress bar went from 1% to 0% and then back to 1%. The pump will not be returned for analysis.